Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected tip clamp, plunger clamp and tip eject sleeve. Cleaned clamps and eject sleeve and reassembled x-arm. Verified repairs and ran customer's plates without error. The instrument was tested without further problem and were returned to expected operation.

Event description:
The ortho summitt sample handling system instrument did not pipette reagent and sample, and did not generate an error message. No death or serious injury was associated with this incident.